Event description:
It was reported that the camera head non-ac hd560h did not produce an image during a procedure. A backup device was used to complete the procedure. No injuries or complications were reported.

Manufacturer narrative:
There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and epoxy missing from the cable strain relief and wear on the cable was observed. A functional evaluation revealed that the device performed as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process. Factors, unrelated to the manufacturing and design of the device which could have contributed to the missing epoxy and worn cable, include repeated exposure to cleaning and sterilization chemicals over time and repeated bending cycles at the strain relief during use. Manufacturing records show that the device was released to distribution new in (B)(6) 2007 and has not been previously returned for service. No containment or corrective actions are recommended at this time.